Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a double beep with cassette. No patient injury was reported.

Manufacturer narrative:
B5: correction: it was reported that the pump displayed a double beep "no cassette" alarm during testing of the device. No patient involvement was reported. H4: correction: device manufacture date: 26-sept-2003.

Manufacturer narrative:
Other, other text: b5: correction: it was reported that the pump displayed a double beep "no cassette" alarm during testing of the device. No patient involvement was reported. H4: correction: device manufacture date: 26-sept-2003.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed seal and labels were intact. During functional check, the reported complaint was not duplicated during the investigation. However, found fluid ingression on the downstream sensor which could cause the cause the continuous alarm. The root cause was found to be fluid ingression. The downstream sensor was replaced.